Event description:
It was reported to philips that the device reboots intermittently. The ops check passed and the battery was recommended to be calibrated. There was no reported patient involvement/adverse patient impact.